Event description:
It was reported that oversensing was noted in right ventricular channel approx. 51 months after the implantation. The patient was hospitalized and the lead was capped. The system was downgraded to crt-p. Should additional information be received, this file will be updated.